Event description:
As reported via medwatch number mw5177238. Describe event or problem: the first section of the anesthesia IV set tubing after the portion that attaches to the patient disconnected and bloody IV fluid spilled onto the exposed foot of the nurse caring for the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.